Manufacturer narrative:
Other devices involved in the event. Batch review performed on 08 october 2020: gmk-hinge 02.09.2604r femoral component size 4 r lot. 1904680 (k130299): (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Manufacturer narrative:
Batch review performed on 08 october 2020: lot 1907619: (B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: gmk-hinge 02.09.2604r femoral component size 4 r lot. 1904680 (k130299). Batch review performed on 08 october 2020: lot 1904680: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-07. No anomalies found related to the problem. To date, xx items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.09.0420h fixed tibial insert size 4/20mm lot. 1900730 (k130299). Batch review performed on 08 october 2020: lot 1900730: (B)(4) items manufactured and released on 07-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.07.fcl16065 extension stem - fluted ø 16 l 65 lot. 1902936 (k120790). Batch review performed on 08 october 2020: lot 1902936: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.07.fcl13065 extension stem - fluted ø 13 l 65 lot. 1905619 (k120790). Batch review performed on 08 october 2020: lot 1905619: (B)(4) items manufactured and released on 13-nov-2019. Expiration date: 2024-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk hinge 02.07.0003 offset connector 3 mm lot. 1909718 (k102437). Batch review performed on 08 october 2020: lot 1909718: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.07.0034rp patella resurfacing size 2 lot. 1908302 (k090988). Batch review performed on 08 october 2020: lot 1908302: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation: revision surgery after 1 month from implantation due to infection of a gmk hinge implant. Picture of the explanted components doesn't revealed any anomalies. Cause for infection remains unknown. There is no evidence that the event is related to a faulty device. Clinical evaluation: early infection in hinged tka, few weeks after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery following an infection performed on the (B)(6) 2020, 1 month after primary. All devices explanted. The surgery was completed successfully.